Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) transsphenoidal procedure, the surgeon alleged an inaccuracy. The surgeon was using the env registration probe for a pointmerge registration and deemed being approximately 1 millimeter inaccurate. The surgeon switched instruments, exact instrument unknown, and as the surgeon proceeded deeper into the anatomy, felt approximately 3 millimeters inaccurate. The surgeon continued using the cranial software for the procedure. The neuro surgeon stated that he did not notice the inaccuracy and continued using navigation for the surgery to completion. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported that to register the patient the surgeon was using the passive planar blunt probe and noticed the 3 millimeter inaccuracy with the straight suction. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Software analysis was unable to determine probable cause with the information provided as the behavior cannot be replicated. A medtronic representative, following-up at the site, reported there have been no further reports of inaccuracies with this surgeon, or the system/software. System is functioning as it should. No further issues have been reported.